Event description:
It was reported that the pump was "not working". As a result, the customer experienced hyperglycemia (although specific blood glucose level was not provided) and had to visit the emergency room (ER). Customer received treatment with intravenous fluids and insulin which resolved the issue and customer was discharged after treatment. Customer declined to troubleshoot the issue with tandem technical support and reverted to using an alternate method of insulin therapy.